Event description:
The handpiece was giving high squeaking noises. No further information available. The handpiece was replaced and the case was completed successfully with no patient consequence. Device being returned for analysis.